Event description:
During an exploratory laparoscopic procedure, the device broke into 3 pieces. The procedure was completed by another like device. There was no pt consequence.

Manufacturer narrative:
D4; h4: information was not provided by user facility evaluation summary; the device was received with the iris and the sleeve torn making the instrument non functional. The upper protective ring has a tear of 1/16: that was found on the inner edge at the iris valve that appears to be the tear origination point, in addition, on the opposite side there was a 1/18" tear, additionally, an irregular shape cut was found in the middle of the sleeve -lower ring flexure.